Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range, atrial lead impedance and lead noise was observed when the patient presented through merlin.net transmission. Impedance was noted to be fluctuating from normal to greater than upper limit. When the pocket was opened on (B)(6) 2019, atrial lead was found to be loose in the device header. Lead was removed, tested and normal measurements were noted. Lead was re-connected to the device properly and procedure was completed successfully. Patient was stable throughout the event. Related manufacturer reference number: 2938836-2019-04058.